Event description:
The user received a questionable low glucose hk generation 3 (glucose) result for one patient sample. The initial result was around 19 mg/dl and was reported outside the laboratory. The repeat result was around 143 mg/dl. The user could not provide the specific data. The correct result was called to the doctor before he could contact the patient. The patient was not treated based on the erroneous result. The glucose reagent lot number was not provided. The field service representative determined the sample probe was bent and he replaced and adjusted the probe. To verify the analyzer operation, he performed instrument checks and ran precision testing with expected results. The user ran calibration and quality control.